Event description:
Info received that golvo mobile lift had a gear rack with broken teeth, not allowing movement in or out of the legs. No injury reported.

Manufacturer narrative:
Replacement gear rack was sent to the facility and installed by maintenance staff. Unit is working as designed and back in service.